Manufacturer narrative:
A complete lead was returned in one piece.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in for device upgrade, the physician had difficulty to gain coronary sinus access. The patient had very difficult anatomy with torturous curve. The physician had difficulty in placing inner catheter to sub select vessel with lead. The inner catheter was removed after slitting. The physician attempted to place left ventricular (lv) lead multiple times in mid lateral vein but it failed. The physician removed the lv lead and flushed it. The lead was damaged due to slitter. The lead was unable to be implanted due to lead insulation anomaly and lead was not implanted. The patient was stable.